Event description:
Consumer reports meter is showing too high readings. Had a hypoglycemic attack and was taken to the hospital.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.